Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted into a tight stricture during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During the procedure, the distal part was bent. Original device was used to complete the procedure. There were no patient complications as a result of this event.